Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine follow-up, the atrial capture threshold and impedance were noted to be elevated. The physician believes the cause of the issue was fibrosis. The lead was explanted and replaced with no adverse consequences to the patient.